Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon on the second day of use. At first, only 6 ml of water was aspirated. But, as soon as the user attempted pumping, they were able to remove the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temp sensing catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution, with no cuffing noted. The active length of the catheter balloon was measured (0.7130") and found to be within specification. A potential failure mode could be" notch not completely perforated", a potential root cause for this failure could be " inadequate pressure on the machine to punch". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck (when catheter with temperature-sensing is used, connect lead wire to monitor through extension cable or relay cable). 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon on the second day of use. At first, only 6 ml of water was aspirated. But, as soon as the user attempted pumping, they were able to remove the catheter.